Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was anatomical interference (interaction with the atrial septum), an 10f delivery system was used, and there was no report of any angulation or kink in the delivery system upon deployment. Additionally, video was received from the field and it appeared to show the device deformity. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 9mm amplatzer septal occluder was chosen for an atrial septal defect (asd) using an 10f amplatzer trevisio intravascular delivery system. During procedure, while releasing the device, the left disc of the device remained compressed in a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was interaction with the atrial septum. There was no report of any angulation/kink noticed with the delivery system. The device was removed, rewashed and repositioned but resulted in the same deformation. A new 10mm amplatzer septal occluder was chosen, which was successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.